Event description:
It was reported that during a saphenous vein graft (svg) treatment procedure with distal protection, the physician felt that plaque dislodged. The target lesion was located in the svg to distal rca (right coronary artery). During deployment of the 3.5-5.5mm filterwire ez distal protection wire, the physician felt that the device may have caused dislodgement of friable plaque or thrombus resulting in st elevations. The physician also indicated it was possible that the intravascular ultrasound catheter used may have caused the st elevations. The pt received ic verapamil during the procedure. The filterwire was successfully deployed and retrieved with "reasonably good" flow. The pt also experienced some chest discomfort during the procedure. The pt was reported to be okay post procedure.

Manufacturer narrative:
The complaint device was not returned for analysis. The device history record (DHR) review confirms that this device met all materials. Assembly, and performance specifications. The complaint reported could not be confirmed and the root cause could not be determined.